Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose (bg) level was "high", however, a specific blood glucose level was not provided. Customer administered manual insulin injections to address bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on 1/18/2022 reporting that the pump successfully charged with an alternate usb cable and adapter. The customer continued to use the pump for insulin therapy.